Manufacturer narrative:
Additional information was received with the patient weight. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, immediately upon release from the delivery catheter system (dcs) the valve dove into the left ventricle. The valve was snared, repositioned to the appropriate depth and upon release of the snare the valve dove again into the left ventricle. The valve was snared and pulled back into the ascending aorta where a second transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.